Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event of peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. Pd patients are at risk of infection due to a compromised immune system and the fact that dialysis techniques increase the risk of microbial contamination. (Akoh, 2012) it is unknown if this patient followed proper aseptic technique during treatment. The majority of peritonitis cases are a result of touch contamination. (Salzer, 2018) based on the limited information and no reported allegation of a malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient event of peritonitis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. There was one complaint of a patient line is blocked alarm reported for this cycler and it is the same event reported when the peritonitis was mentioned. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on an unknown date. No further details were provided. Multiple follow up attempts were made with the patient and their clinic to request additional details, however, to this date no responses have been received. There was no alleged malfunction of a fresenius device, drug, or product.

Manufacturer narrative:
Corrected information: device MFR.